Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the drive support is loose.

Manufacturer narrative:
The pump was received with a detached end cap, a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement tests or verify the compromised force sensor system alarm due to the detached end cap. The pump passed the idle current, run current and rewind.